Manufacturer narrative:
The device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was successfully implanted in (B)(6) 2017. When the clinic contacted the patient to schedule a device check in december, the patient's family reported the patient had already passed away. At that time, there were no complaints against the device and the patient's cause of death was not provided. However, the patient's family contacted the clinic in (B)(6) 2018 and mentioned that the patient died because the pacemaker did not work. No further details were provided.